Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: double air hose device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the device would not run, and the electrical control unit was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power of the air reamer/drill device was too low. It was determined that the motor was worn. It was further determined that the device failed pretest for check power with test stand, minimum 190 watt to 260 w (watt). It was noted in the service order that it was not possible to take off the double air hose device ¿attachment¿ from the handpiece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred on the fifth day in 2019. The actual month was not specified. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.